Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The stall occurred (B)(6) 2012 and no recovery was noted in the logs. The patient experienced a change in therapy effect with the symptom of increased baseline pain. The patient did not have withdrawal symptoms; the hcp managed the patient once the pump motor stall was confirmed on (B)(6) 2012. The pump was replaced. The pump contained morphine 30 mg/ml, clonidine 150 mcg/ml, and bupivicaine 10 mg/ml. The pump was programmed to deliver the primary drug morphine at a dose of 8.722 mg/day. It was later reported the patient was doing well after the pump replacement surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk. (B)(4).